Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer had a short circuit. A technical support specialist found that the mini drawer had failed and was showing a short circuit error. Positions 1.11, 1.12, and 1.4 were failed and would not recover and used the hardware test application to test each drawer, but the drawers would not open and displayed an error indicating they were already open. The fse shut the station down and replaced the mini drawer module controller board and configured the drawer settings to rewrite the configuration, then launched the application and reconfigured the drawer. The failure cleared and returned to hardware test application to complete the final test tool and captured a photo of the passing results and then restarted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer short circuit was causing all mini drawers not to work. User rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.